Manufacturer narrative:
The customer had the reagent storage cover off troubleshooting an unrelated issue and didn't tighten it down properly. A field service engineer (fse) ensured all covers were securely closed and fastened. No other issues were noted that would have contributed to this event. Due to limited items (type of reportable event), a "malfunction" was selected; however, use error has been determined to be the root cause. (B)(4).

Event description:
A customer contacted beckman coulter inc., (bec) to report a leak from under the unicel dxi 800 access immunoassay system. The fluid under the instrument was condensation from the reagent storage area that leaked from the solid waste door onto the floor. There were no reports of injuries to users or exposure to hazardous liquids.